Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and a dose of 12.133 mg/day via an implantable pump for non-malignant pain. It was reported that on the (B)(6) 2017, ¿they didn't remind the patient of his last pump refill due date and the patient had to wait a couple of days and then had to rush the patient in to get the pump refilled.¿ it was stated that things were eventually resolved, but it was a lot to deal with and the consumer didn't want to deal with that at the time of the call. In (B)(6) 2017, the patient¿s pump medication was increased. The patient was also receiving topamax. There were no further complications reported or anticipated.